Event description:
The customer called and stated they are unable to draw up insulin in the reservoir. The customer also stated that the reservoir would not pull back. The customer was advised on the disposable replacement protocol.